Manufacturer narrative:
H3: product analysis: evaluation of the device determined that the malfunction of device got frozen was partially confirmed. The most likely cause of the failure could be detached bearings. It was also noted that the burr wobbles when inserted into the attachment and it sounds rough, the tube cannot be extended nor retracted because the dial is stuck and the laser markings are partially faded. G3: aware date used as date of analysis performed date as the event is reported based on evaluation findings. B3: date of event notification: 18.03.2026 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to use the device got frozen. There was no patient involvement.